Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report symptoms of ¿no feeling in fingertips to hand to elbow". The patient reports being unable to walk, dropping plates, and feeling dizzy when standing and looking down. The patient reported having a problem in (B)(6) 2018 where alarms were programmed off. The patient questions if the right ventricular (rv) lead might have frayed and hit a nerve. A follow up with the patient¿s healthcare provider yielded that the patient was inappropriately shocked by the right ventricular (rv) lead due to a fracture in (B)(6) 2018. The lead was programmed off until the device went into recommended replacement time (rrt). The rv lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.